Event description:
It was reported that a button on the customer's insulin pump was unresponsive. Her blood glucose was 164mg/dl at the time of reporting. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.